Manufacturer narrative:
The returned device was inspected and analyzed upon receipt at our post market quality assurance laboratory. Baseline testing did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was exhibiting a suspected loss of capture. A few months later the device was explanted due to an unknown reason. No additional adverse patient effects were reported.